Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during the implantat procedure, the lead could not be fixated in the right ventricle. The lead also failed to retract. The physician replaced the lead. No adverse consequences were reported. The patient was stable.